Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the needle broke with a intima-ii y 22gax1.00in prn ec slm npvc. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital on the same day due to a request for termination of pregnancy, and the patient was given an indwelling needle in compliance with the doctor's order of 500 ml of static balancing solution + 2.5 u of hysterotonin, and the head of the hose of the indwelling needle was found to have a broken head on the inspection before the injection was given.

Manufacturer narrative:
1. DHR/bhr review (lot#3108415): 1) this batch of products were assembled at intima ii auto line 3 in may 2023, and packaged at cfs package line in may 2023. Work order quantity was 198,000 ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos have been received, and the broken state of the catheter head cannot be confirmed. 3. During the production process, the catheter head will be tipped to facilitate smooth puncture, and the catheter after tipping will be 100% inspected by the vision system. Please see attachment (B)(4) for the process of zone 2. 4. Check the retained samples of this batch, no abnormality is found in the catheter head. Please see attachment pr#9465919-2 for the photos. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. The root cause of this defect cannot be determined because the broken state of the catheter head cannot be confirmed, and the plant will continue to track and trend for this issue.

Event description:
No additional information provided.